Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported a result of 'lo' (reading less than 40 mg/dl) was obtained on the sensor scan after 8 days of wear. Customer reported experiencing symptoms of wanting to vomit and was unable to treat him/herself. Customer report that on (B)(6) 2018 he/she had contact with a healthcare professional who obtained a reading of 500 mg/dl from a laboratory result and administered "intramuscular insulin and serum". There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported a result of 'lo' (reading less than 40 mg/dl) was obtained on the sensor scan after 8 days of wear. Customer reported experiencing symptoms of wanting to vomit and was unable to treat him/herself. Customer report that on (B)(6)18 he/she had contact with a healthcare professional who obtained a reading of 500 mg/dl from a laboratory result and administered "intramuscular insulin and serum". There was no report of death, serious injury, or mistreatment associated with this event.